Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic broke. The lens was removed with no pt injury and sutures were required to close the incision.

Manufacturer narrative:
(B) (4). (B) (4).